Manufacturer narrative:
The unit alarmed compromised force sensor system during the displacement test due to motor excessive axial play. The device passed the idle current test and run current test. The unit was unable to perform the self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and no delivery test due to the compromised force sensor system alarm. The unit had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while changing her infusion set. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer stated that the alarm occurred during the rewind and priming sequence. The insulin pump was returned for analysis and a replacement device was shipped to the customer.